Manufacturer narrative:
G4: 27sep2020 b4: (B)(6) 2020 the field service engineer (fse) could not verify the customer reported problem of air flow is not coming, but the (fse) found that audible alarm failed message is showing. Alarm piezo obo-35ta , rp-cable flex circuit are found defective. The (fse could not complete the repair on this unit, because the unit in the covid ward. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16jan2021. B4: 19jan2021. Per field service engineer (fse), the customer reported that airflow was not coming, but the fse found that the ventilator was giving an audible alarm failure. The fse found the alarm led and battery led is not working. So alarm piezo obo-35ta & rp-cable flex circuit have been replaced. The repair has been completed, and now the ventilator is back for patient use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08oct2020.

Event description:
The customer reported that the air flow is not coming. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported.